Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage, with the blade tip intact and not broken off as reported by the customer. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. No "activation issues" could be identified at any time during testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the returned device may have been the one used to complete the procedure and it is not the device complained about.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Attempts are being made to obtain the following additional information and the device: did the patient experience any adverse consequences due to this issue? To date, no response has been provided and no device has been received. If further details or the device are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a prostatectomy the harmonic stopped working after five minutes. The nursing staff then disconnected and reconnected the harh36 three times, but it still did not work, so a new device was opened. The tip of the first harmonic broke after it was discarded. Surgery was delayed 20 minutes, but was successfully completed with the second device. Patient consequence was not reported. No additional information is available at this time.